Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient presented to the emergency department hypotensive. It was indicated the ra lead did not appear to be capturing and sensing appropriately.